Event description:
Patient presented at mediplex surgery center for the removal of breast implants. Original augmentation surgery had been done at st. Luke's hospital, nyc, ny in 1981 by dr. Ballantyne (deceased). Saline implants had been used at this time. The physician documented that when the implants were removed, one was collapsed. The original implants were replaced with saline filled implants.the removal implants were sent to jfk medical center, edison, nj for pathologic examinationdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.